Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was discovered the atrial lead was oversensing noise triggering inappropriate auto mode switches and noise reversions. No changes or interventions were performed. The asymptomatic patient was in stable condition.